Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11006. The pt has four leads (three are from the same lot) for off-label use. If was reported the pt feels stimulation isn't as effective as before. It was also reported one of the leads is causing soreness. The pt believes the lead may have migrated. Every lead is being reported because it is unknown which lead is causing issues for the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.